Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that only a low transmitter battery occurred. Please disregard initial reporting under MFR# 3004753838-2019-17294.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding a failed transmitter error. The allegation was not confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable as of (B)(4) /2019 based on the finding of a failed transmitter error.